Event description:
During evaluation of a returned homechoice device, a baxter technician determined the homechoice device failed the fluid volume accuracy testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the evaluation is complete. An external/internal inspection was performed with no issues found. Service and event history log reviews were performed with nothing found that would cause or contribute to the problem. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device passed the electrical rite test but failed the functional rite test. The device failed an accuracy confirmation test. Upon completion of the investigation, the reported problem was verified via the sample analysis and the cause identified to be deteriorated piston foam. The door piston foam was replaced to resolve the reported problem. There is a CAPA open to further investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.